Manufacturer narrative:
(B)(4). The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4). The report indicated that the pt presented with nausea, vomiting, and flank pain. The pt had "heart failure de-compensation due to systolic biventricular failure secondary to vad thrombosis". The pt also had elevated lactate dehydrogenase (ldh), low haptoglobin and elevated free hemoglobin. The pt was treated with heparin and integrilin. Add'l info was rec'd from the hospital's vad coordinator that the pt is home doing well.

Manufacturer narrative:
Based on the information available to the manufacturer, the patient remained ongoing on lvad support until approximately 4½ months later when the manufacturer received a report that the patient expired and the pump was not explanted (reference MFR. Report # 2916596-2013-01433 for the patient outcome). Due to the device not being available for analysis the report of thrombus could not be confirmed and no conclusion could be drawn as to the root cause of the reported event. Device thrombosis and hemolysis are however listed the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.